Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 48 mg/dl at the time of the incident. The customer declined troubleshooting the issue. The customer stated that their insulin pump is not working at all. The customer stated that they were sweating profusely and will be going to the emergency room. The nurse stated that something was not tied tight enough on the insulin pump. The call was dropped before any further information was obtained.